Event description:
It was reported that during a lap sleeve procedure, the stapler locked out and would not fire. There were no patient consequences. Case completed with another device and reload of the same product code.

Manufacturer narrative:
(B)(4). Premature sled movement. The device was received for analysis with two ecr60t cartridge reloads present. The cartridge reloads were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired, a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Furthermore, the articulation feature was found to be damaged causing the misalignment of the anvil. Due to this condition no functional testing could be performed. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the articulation connector was noted broken leading the found articulation feature non functional. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The returned cartridge reloads were tested for functionality with a test device in the articulated position by resetting and reloading them into the device. The test device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.